Event description:
It was reported that the right ventricular (rv) lead caused a perforation. The lead had high thresholds and there was no capture at maximum outputs. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.